Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that the network had been restored by the hospital information technology team (hit). The customer confirmed that the network connection was restored, and the case could be closed. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not showing up the current patient details. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.